Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate in the pyxis system. A technical support specialist (tss) remotely accessed the station and reviewed the medication application debug log, identifying that the issue was caused by invalid credentials. The tss then accessed the server and verified that the user identifier was not available under the user account in the pyxis enterprise server, followed by a successful login test to the station. The tss advised the hospital information technology team to validate the user credentials on their end, as the authentication failure was due to incorrect username or password, after which permission was granted for case closure. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users unable to authenticate. Nurse tried to login but not able to authenticate error occurred.there were no adverse events or injuries reported based on this event.